Event description:
The user facility reported that the retractor blade fell into pt. The user facility could not determine which blade fell into the pt; the device was rec'd and there was no pt injury reported.